Event description:
Customer reported that the "white rubber 'stopper' displaced from plastic housing." No leak was observed. Event occurred during a 0.9 sodium chloride flush. There was no report of pt harm or medical intervention. No add'l info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The customer's report of the septum being separated from the pre slit injection port was confirmed. The sample was received with the septum separated from the pre slit injection port. The root cause of the customer's report was identified as a supplier mfg issue. The supplier has implemented corrective actions.